Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: a review of the black box showed a call service 064 alarm. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was used to complete a 24 hour duration test. No power on resets occurred. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.